Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing frequent pulsatility index (pi) events due to a upper gastrointestinal bleed (gib). Log files confirmed pi events between (B)(6) 2022 and (B)(6) 2022. The patient had anemia and received blood products. On (B)(6) 2022 the patient had sudden onset of left eye monocular vision loss that lasted approximately 2 minutes. The patient's gib resolved on (B)(6) 2022. Controller MFR # 2916596-2022-01351.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the device could not be conclusively established through this evaluation. The submitted log files captured no notable events. The pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for mlp-023894 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.